Manufacturer narrative:
Investigation summary: it was reported the image of the syringe on the label does not match that of the product in the box. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the case label with the drawing of a slip tip syringe; the product is a luer lock syringe. The label shows the drawing within specification. There is only one drawing for all type of syringe tip boxes. It may be that the customer is not familiar with the drawing specification for these products. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. A device history record review was completed for provided material number 301031, lot number 0031480. The review did not reveal any detected quality issues during the production of this lot that could have contributed to this reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer is confused with our labeling. Our labels have one drawing for all the different type of syringes. It is recommended that hypodermic marketing communicates with the customer teleflex to explain our labeling system and better understand the customer expectations.

Event description:
It was reported that (B)(4) 20 ml bd luer-lok¿ syringes experienced incorrect label information. The following information was provided by the initial reporter: material no.: 301031, batch no.: 0031480. While performing the incoming inspection on this batch, the inspector found that the image/ diagram of the syringe tip is incorrect on the outside label on the box. The outside label on the boxes has an image of a luer slip tip syringe but this product is a luer lock tip syringe. The vendor part number and the syringe (20ml luer lock) inside are correct for this product.